Event description:
It was reported that catheter entrapment on guide wire occurred. The target lesion was located in the moderately tortuous iliac artery with 90% stenosis. After a non bsc guidewire crossed the lesion, a 12x40x75 epic vascular stent delivery system was advanced and became stuck on the mid of the guidewire outside of the body. The device was flushed several times, but the issue was not resolved. The device was removed with the guidewire together. The procedure was completed with another 10mm×4cm epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).